Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer¿s current blood glucose level was 52 mg/dl. The customer reported that this morning he woke up the sensor showed 130 mg/dl but his blood glucose were 56 mg/dl and stated that he was able to get the blood glucose level up with 15 mins, but then at 6.00 am the sensor was showing 144 mg/dl to 145 mg/dl, but the blood glucose level went back down to 52 mg/dl. Customer stated that he didn't have problems with the sensor until he switched back to using his abdomen rather than his arm. Customer declined troubleshooting. Customer stated that he was able to bring up the blood glucose level and at 12:10 pm it was 161 mg/dl. Customer stated that he was in auto mode until the sensor went into sensor updating then it kicked out of auto mode. The insulin pump will not be returned for analysis.